Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that remote transmission through merlin.net noted increase in impedance and decrease in sensing. There was decrease in r wave amplitude over several months. No insulation abrasion was noted during fluoroscopy. Right ventricular lead was capped and replaced on (B)(6) 2017 due to impedance and capture issue. Patient was stable post procedure.